Event description:
During a procedure an attempt was made to use one nc solarice balloon catheter when deflation difficulties were experienced at the lesion site. The lesion being treated was located in the mid-proximal left main (lm) coronary artery. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The device did not device pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. A stent was placed in the proximal-mid lad artery. A 3.0 x 27 mm nc solarice was prepared in the normal manner, 50:50 saline to contrast was used. The balloon was placed within the stent at the lesion without any problems. The balloon was inflated to 14 atm and then when negative pressure was applied on the indeflator, the balloon did not deflate. There was no abnormalities noted about the balloon when it was placed into the guide, the shaft was not bent or damaged. An attempt was made to deflate the balloon by removing contrast and changing it to saline in the indeflator and cycle a little saline in and out, negative pressure was applied again. An attempt was also made using two indeflators with sequential negative suction aided by a 3 way tap, 50 ml lure lock syringe with maximal suction. A non-medtronic negative suction vacuum was used, and over filling resulted in rupture of the balloon. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.